Event description:
It was reported the pt underwent a surgical procedure to have her ipg replaced. The set screw from the new ipg had fallen to the floor. The physician opted to use the set screw from the explanted ipg. While replacing the set screw, the cover flaps were damaged and the physician opted to use thermabond to seal the damage. F/u info identified the pt was happy with her stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.